Event description:
On the initial report received by aso on 04/24/2023, the consumer stated that she used the bandages on her incision and caused irritation every time she used them. She said that the adhesive also removed some of her skin. On 05/23/2023, we received the completed customer information request from the consumer. The consumer went to the doctor to have staples removed, and dr. Took a look at the irritation and told her to stop using the bandage immediately. Dr. Recommends that the consumer use cortisone cream all over the irritated area.

Manufacturer narrative:
As of 06/08/2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details. As of 8/10/2023 aso received the unused product from the consumer. Returned product samples were submitted to the lab with no defects noted.

Event description:
On the initial report received by aso on 04/24/2023, the consumer stated that she used the bandages on her incision and caused irritation every time she used them. She said that the adhesive also removed some of her skin. On 05/23/2023, we received the completed customer information request from the consumer. The consumer went to the doctor to have staples removed, and dr. Took a look at the irritation and told her to stop using the bandage immediately. Dr. Recommends that the consumer use cortisone cream all over the irritated area.

Manufacturer narrative:
As of 06/08/2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.